Manufacturer narrative:
Additional manufacturing narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using three gore tag thoracic endoprostheses (tg3420/7510589, tgt2815/ 7506157. The patient tolerated the procedure. On (B)(6) 2010, a type ii endoleak was found. The physician decided to monitor the endoleak. On (B)(6) 2010, the patient was discharged from the hospital. Aneurysm diameter was 66.1 mm. On (B)(6) 2010, at the six-month follow-up study, aneurysm diameter was increased to 72.4 mm. The type ii endoleak was still present. A wait-and-watch approach was taken. On (B)(6) 2012, at the one-year follow-up study, aneurysm diameter was 73.4 mm. The type ii endoleak was still present. A wait-and-watch approach was continued. On (B)(6) 2012, at the two-year follow-up study, aneurysm diameter was 77 mm. The type ii endoleak was still present. On (B)(6) 2012, the patient underwent n-butyl-2 cyanoacrylate embolization for the type ii endoleak. On (B)(6) 2014, a type ib endoleak was found. A gore tag thoracic endoprosthesis (tgu373715j/unknown) was implanted to treat the endoleak. The patient tolerated the procedure. No further information was provided.

Manufacturer narrative:
Device evaluated by manufacturer?